Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx2.

Event description:
The patient was initially implanted with an afx2 bifurcated stent graft, a vela suprarenal stent graft extension, a (non-endologix) vbx stent graft, a (non-endologix) express sd stent graft and a (non-endologix) express ld to treat an abdominal aortic aneurysm (aaa). This initial procedure is outside the indications of use (off-label) due to the use of adjunctive devices not compatible with the afx2 system per the IFU. Now approximately (7) seven months later a type iiia endoleak was confirmed on a regular follow-up with the patient. A re-intervention is currently scheduled and the patient status is unknown.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the type iiia endoleak is unconfirmed. This is not consistent with the reported adverse event/incident. Procedure related harms, device, user, procedure, or anatomy relatedness of this complaint could not be determined with the medical records available for review. During the investigation, endologix found there was off label concomitant product use in the bilateral renal arteries and superior mesenteric artery, it is unknown if this contributed to the reported event. The final patient status was reported to be pending a secondary endovascular procedure. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx2. Corrections: g1,2: contact office. G4: awareness date . H6: result code: remove code 3233. H6: conclusion code: remove code 11.